Event description:
According to a publication by alameddine et al., bioglue was used to repair an acute type ¿ a aortic dissection (aad). Approximately 14 weeks after the procedure the patient ((B)(6) female) presented with severe hypoxia and a leaking proximal aortic ¿ graft anastomosis. A CT scan and cardiac echo showed a large mediastinal hematoma and right pulmonary artery occlusion with thrombus formation. Urgent exploration showed dense fibrotic reaction with posterior disruption of the ascending aorta, and the adjacent right pulmonary artery that had an undetected eroded segment over 4 cm in length. Multiple fragments of hardened bioglue mixed with thrombi were present. Histologic examination of an area where bioglue was retained near the fa showed chronic inflammation indicating fibrosis. Unfortunately the patient expired intraoperatively due to cardiogenic shock and disseminated intravascular coagulopathy.

Event description:
According to a publication by alameddine et al., bioglue was used to repair an acute type - a aortic dissection (aad). Approximately 16 months after the procedure the patient ((B)(6) female), presented with an aortic false aneurysm that was eroding into the posterior table of the manubrium. During exploration, two false aneurysms were found: one was eroding into the manubrium, and a second was located at the proximal arch posteriorly and opposite the arch vessels. Multiple hardened bioglue materials were present in the area. Histologic examination of a section of false aneurysm showed interstitial infiltrate composed predominantly of lymphocytes and foreign body - laden macrophages. The aortic graft and a segment of the proximal arch were replaced and the patient was discharged 10 days later.

Manufacturer narrative:
According to a publication by alameddine et al., bioglue was used to repair an acute type-a aortic dissection (aad). Approximately 14 weeks after the procedure the patient ((B)(6) female) presented with severe hypoxia and a leaking proximal aortic-graft anastomosis. A CT scan and cardiac echo showed a large mediastinal hematoma and right pulmonary artery occlusion with thrombus formation. Urgent exploration showed dense fibrotic reaction with posterior disruption of the ascending aorta, and the adjacent right pulmonary artery that had an undetected eroded segment over 4 cm in length. Multiple fragments of hardened bioglue mixed with thrombi were present. Histologic examination of an area where bioglue was retained near the fa showed chronic inflammation indicating fibrosis. Unfortunately the patient expired intraoperatively due to cardiogenic shock and disseminated intravascular coagulopathy. The finding of ongoing chronic inflammation and macrophage infiltration on histological sections at the site of the aortic graft interface, an area likely where bioglue may have pooled posteriorly at the region of the proximal anastomosis, provides a possible mechanism indicating a nonspecific chronic adaptive immune reaction due to inflammation or rejection. The publication suggests that bioglue should not be used alone to reinforce graft suture lines but possibly in combination with other products such as teflon felt strips. The authors suggest that in case 1 bioglue may have pooled posteriorly at the aorto-graft interface. The subsequent inflammatory reaction led to false aneurysm formation and erosion of the aorta and pulmonary arteries. A chronic foreign body type inflammatory reaction is known to occur in response to bioglue. Given the location of the findings, the authors' conclusion is not unreasonable. However, their comment implies that an excessive amount of bioglue may have inadvertently flowed posteriorly into the area between the aorta and the right pulmonary artery. The authors do not mention if any precautions were taken to prevent runoff during the application of bioglue. The bioglue instructions for use state that precautions should be taken to prevent product runoff into unintended areas. It would appear that such precautions were not taken in this case. Therefore, it is reasonable to conclude that case 1 represents an adverse event related to the foreign body inflammatory reaction to bioglue, precipitated by improper use of the product. The role of bioglue in case 2 is much less clear. The authors describe the presence of birefringent crystals in the histologic examination. Polymerized bioglue is not birefringent under polarized light. Therefore, the crystals represent some material other than bioglue. The authors also showed staining for cd8+ cells suggesting a chronic adaptive immune reaction. They go on to hypothesize that glutraledehyde leads to excess t cell and macrophage infiltration over time resulting in tissue degradation. However, the authors fail to recognize that free glutarladehyde is consumed in the polymerization reaction of bioglue. They do not offer an explanation as to how free glutaraldehyde is generated after the bioglue has completely polymerized. In case 2, the authors' conclusion should be viewed with some skepticism. The inflammatory reaction shown appears to be related to a polarizable substance other than bioglue.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.